Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn: (B)(6) had a cooling engine error was confirmed during visual inspection but not confirmed during the review of the event logs or functional testing. It was observed that the air filter was clogged and the glycol in the coldwell was discolored, which may have contributed to the issue observed by the customer. This is possibly attributed to user mishandling/lack of proper maintenance. The last known preventative maintenance (pm) on this console was performed in 2023. During visual inspection of the thermogard console, related to the reported complaint, the air filter was clogged and the glycol in the coldwell was discolored. The coldwell was cleaned, and the air filter and glycol were replaced. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The thermogard ivtm system functioned as intended. Following service and pm, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number: (B)(6).

Event description:
The customer states the thermogard xp ivtm system (sn: (B)(6) had a cooling engine error. No other information is available. Annual preventative maintenance is also requested. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.